Event description:
Customer called to report, that her bg had gone high after changing a pod. She had a bg level of 468 and dka and was admitted to the hospital. She had a pod that was difficult to fill at activation and she had gone ahead and worn it. The pod was being worn on her abdomen. At the time of the phone call she was still in the ccu at the hospital on an insulin drip. She had gotten a loaner pod and pdm from her doctor and was using it at the time of the call. No further issues reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage, which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.